Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with a date of event and the initial reporter's address, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available info the definitive root cause for this event is unk.

Event description:
It was reported that during a vena cava filter retrieval procedure, guided fluoroscopy demonstrated a detached limb embedded in the ivc wall. A snare device was used to capture and retrieve the filter successfully. The detached limb remains embedded in the ivc wall. There is no reported pt injury.